Event description:
It was reported that the atrial lead had high output and the device reached possible premature battery depletion. It was also reported that the device reached elective replacement indicator (eri) due to high atrial output and high lower rate (lr) leading to quick normal depletion of the battery. The device was removed and replaced with a new device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the atrial lead had high output and the device reached possible premature battery depletion. No further patient complications were reported as a result of this event. It was also reported that the device reached elective replacement indicator (eri) due to high atrial output and high lower rate (lr) leading to quick "normal" depletion of the battery. The device was removed and replaced with a new device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.